Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for arachnoiditis reported via the manufacturer¿s representative (rep) they got a trachea and g-tube about two weeks ago and were now in a healthcare facility. The rep. Got a call from a healthcare provider (hcp) stating a week the consumer started experiencing a shocking sensation throughout their whole body every time they moved, and couldn't turn the implantable neurostimulator (ins) off with the programmer. The rep. Performed a 9 volt battery test on the patient programmer (pp) which was successful, but it was still unable to communicate with the ins. The rep. Attempted to interrogate with two different clinician programmers, and got a message that a stimulator could not be found and both devices were unable to obtain a response from the ins. According to the consumer the ins was approximately (B)(6) and it was concluded the battery was overdischarged and very likely had been for an extended period of time. The results of the interrogation of the ins and troubleshooting measures implanted were reported to the consumer's nurse as they were currently in a skilled nursing facility.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.